Event description:
It was reported that the device cannot be started. No patient involvement reported at this time.

Manufacturer narrative:
The customer is exploring the repair options with the dealer. No details are available regarding the nature of the failure. The device remains at the customer site and no further evaluation is warranted at this time.